Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of access-continu-flo sets would not flow when attempting to prime the tubing. The user inverted the filter and tapped all check valves. It would not flow even after the spike was pushed further, and saline bag and chamber squeezed repeatedly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The tubing of the second y-site is separated from the y-site. During sample analysis, excess solvent was observed in the tube. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.